Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The evaluation of the returned device did not reveal any issues. The pump was returned assembled with the pump cable severed approximately 10.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists possible pump thrombosis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.

Manufacturer narrative:
Approximate age of device is 5 months no further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was listed status 1 due to ventricular tachycardia/ventricular fibrillation. There was also concern of thrombus due to transient ischemic attack symptoms, however computerized tomography was negative. The patient received a heart transplant on (B)(6) 2018. No further information was reported.